Event description:
Customer reported experiencing high bgs (300mg/dl) after activating a new pod. Customer reported that she did not feel the cannula insert; however, continued to wear pod. Product will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fully inserted the cannula due to an improperly installed component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggest that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.